Manufacturer narrative:
At this time product has not yet been returned and the serial number provided is not valid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A clinical review has been conducted and has found no indication of any product clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 3 days of wearing the adc freestyle libre sensor. Customer further reported she had to receive unspecified treatment from the healthcare provider and was transferred to an emergency, however no further information was provided as she refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.